Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that tubing was getting detached from the sets. The patient stated that the tubing was caught between the clip and the pants. Reportedly, the patient had the protective cap on the infusions but when the patient went to attach the quick release, tubing got detached. The site location was stomach and the pump were worn on the front of the pants. The infusions were in use mostly for one day. The infusions were stored in a bedroom closet. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. The patient blood glucose at time of incident was 488 mg/dl and went upto 600mg/dl. No further information available.